Manufacturer narrative:
The thermogard console (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the hospital biomed performed functional testing on the console and no device malfunctions were observed throughout the testing period. The ivtm system performed as intended. Therefore, service was not required to be performed by zoll.

Event description:
During warming phase of the ivtm therapy, the thermogard console (sn (B)(4)) displayed a tcmid:07 (coolant temp high) error message. Following this, another thermogard console was used to complete treatment. No consequences or impact to patient.